Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 48mg/dl and treated with glucose. Customer was assisted with the volume control on the pump.  Troubleshooting for the low blood glucose was declined by the customer. The insulin pump will not be returned for analysis.